Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. The motor drive unit was shorting out during use. The rpm of the device would rise and fall gradually while on the highest speed setting, and would rise and stop completely while on lower speed settings. No adverse patient consequence were reported.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a loose flex coupling.